Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence using one pad to stay dry from a previous catheterization procedure that was six months prior to the revision procedure. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The patient is stable following the procedure.